Event description:
It was reported that a power on reset showed when a company representative went to charge it. It was unclear if this was prior to implant. It was further reported that the company representative had interrogated the stimulator and to look for an error message, specifically an overdischarge message. There was no such message and it was assumed the device was ok. It was further stated that the representative checked her clinician programmer for the serial, but it was not recorded.

Manufacturer narrative:
(B)(4).